Event description:
A few days receiving a st jude medical neuromodulation, spinal stimulator, I began to experience severe tingling in my low back and upper buttocks. No one from st jude medical had provided any instructions at time of implant was to the operation or control of the device. After a day of severe pain, my wife noticed I had severe bruising and busted blood vessels in my low back and upper buttocks. Emergency call made to dr and st jude for assistance. St jude medical rep failed to provide proper instructions at time of implant, and days after the device was implanted. Formal complaint filed with st jude medical. Medical incident: severe under the skin, burns and bruises, in low back and upper buttocks.